Event description:
It was reported that the patient was not doing well and had been sick for a few days, last 4-5 days prior to the report. Even when stimulation was not on, the patient legs were tingling sometimes and it was pretty strong. The patient tried turning the device on and off but it didn¿t make any difference. It felt like he had stimulation on in his legs. The patient didn¿t know whether it was the fault of the device not turning off when he tells it to or if there was something more serious going on that he should take a look at. The patient knew the device was off, it showed it was off, no lightning bolt. The patient had no falls, not before this all started. The patient thought his illness was related to the device or therapy. The patient didn¿t know why he was shaky, he was sleeping a long time but not getting rested. He was trembling in his arms and feeling weak in his arms. There was a ¿feeling like that should be connected to the device in the patients spine, that was connected with the leg nerves, but at the same time something going on with the nerves in their legs.¿ if it was not the device then it was something else that would be affecting other parts of their body, the patient supposed. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).